Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device did not take skin. There was no harm reported. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On april; 9, 2018, it was reported that the device did not take skin. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was july 6, 2009 where it was reported that the device was cutting too thick and the ball detent, bearings, motor, thickness control lever, seal and retaining ring were replaced. This is not a related issue. Product return of the air dermatome by zimmer biomet surgical was not performed since the customer did not return the device for evaluation. The customer purchased new devices. Repair of the air dermatome was not performed by zimmer biomet surgical since the customer did not return the device for evaluation. The customer purchased new devices. The reported event was non-verifiable since the customer did not return the device for evaluation. The customer purchased new devices the root cause of the device not taking skin cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.